Event description:
Customer states biopsy material did not come out of the cannulas. Main drain got stuck in the cannula and a clear resistance was noticed. Because pt was sedated the puncture was made four times to get enough biopsy material. Each time the material could not be excluded.

Manufacturer narrative:
The manufacturer has received the sample, and will be evaulated. Results are expected soon.